Event description:
A malfunction alarm identified as alarm 20 was reported. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer encountered the issue during a load, but despite following proper techniques with assistance, the cartridge alarm persisted, preventing the resumption of insulin therapy. Customer reverted to using multiple daily injections (mdi) as a backup therapy.